Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9735546, serial/lot #: unk; product ID: 9660651r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the electromagnetic interface was not communicating. It was reported that a second medtronic navigation system was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that, while troubleshooting the reported issue, the electromagnetic inferface box would not be recognized when booting the box and computer prior to connecting them. If the computer was booted, connected then the box started, the issue would not occur. It was noted the issue was occurring intermittently the issue would occur if the universal serial bus (usb) communication cable was in a separate usb port on the central processing unit (cpu). It was reported that if the emitter and emitter cable were adjusted, functionality would restore.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface software was reloaded onto the navigation system. The system then passed the system checkout and was found to be fully functional. The electromagnetic interface cable was returned to the manufacturer for evaluation. Testing found that when the universal serial bus (usb) cable was flexed, the communication would be lost between the computer and electromagnetic interface box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while troubleshooting the reported issue, the navigation system would intermittently load the electromagnetic (em) interface software and would not recognize the em interface box intermittently.

Manufacturer narrative:
Correction) system serial number updated. Device manufacturing date for this serial number also unavailable. If information is provided in the future, a supplemental report will be issued.